Event description:
The event involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger which the customer reported that they observed air in filter at the beginning and end of the infusion of taxol 177ml/hr. There was patient involvement, but no harm was reported as a consequence of this event.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.